Event description:
The manufacturer received information alleging that the significant event log and hw power fail test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at a third-party service center when the reported issue occurred on the device. During the evaluation it was noted that the system printed circuit assembly (pca) and software had caused the significant event log and hw power fail test step to occur on the device. In conclusion, the device's system pca was replaced, and software was reinstalled to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet and handle o-ring were replaced for missing on the device. This was unrelated to the reportable issue. The exhalation port block and rear case enclosure were replaced for physical damage unrelated to the reportable malfunction/issue. The device passed all final testing.